Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, multiple episodes of noise were noted on the right atrial (ra) lead. No intervention has been performed, and the ra lead will continue to be monitored. The patient was stable with no adverse consequences.